Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose for a week on unknown date. Blood glucose reading was high. It was unknown that auto mode feature was active or not at the time of incident. The customer¿s last blood glucose reading was 400 mg/dl. The insulin pump will not be returned for analysis